Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 1627487-2020-33107, 1627487-2020-33108, 1627487-2020-33109. It was reported that during an elective explant, 3 of the leads were explanted normally, but the physician had difficulty explanting the fourth lead. A hemilaminectomy was performed to explant the last lead. During the procedure, a dural tear occurred. Following the procedure, the patient did not show any symptoms of a dural tear and is doing well. Note: as it is unknown which lead caused the csf leak, all leads are being reported.